Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged. Upon further investigation it was also noted that no other damage to the device was found, therefore it is not possible to determine the root cause for this problem. Enhancements were made to the manufacturing of this device design in the 2004/2005 timeframe. The enhancement was designed to minimize this type of dislodgement. According to the review of the device history records they confirmed that this device conformed to the required specifications prior to distribution. The records also confirmed that this device was manufactured prior to the enhancement. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported due to patient symptoms a CT scan revealed that the valve mechanism was dislocated.